Event description:
It was reported by the patient's mother that the patient was experiencing an increase in seizures. It was noted that the patient's mother used two doses of ativan and the patient was doing better afterwards. No additional relevant information has been received to date.

Event description:
Patient had a generator replacement occur. The explanted generator has not been received to date. No additional relevant information has been received.